Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently miscalculated a bolus. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. A manual injection was administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.